Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode exhibited an increase in shock impedance measurements and an inappropriate shock. An electrode conductor fracture was confirmed. The electrode was explanted and a new device system implanted, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6 impact codes, added f23 unexpected medical intervention and f2203 imaging required, per medical request.

Event description:
It was reported that this electrode exhibited an increase in shock impedance measurements and an inappropriate shock. An electrode conductor fracture was confirmed. The electrode was explanted and a new device system implanted, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Correction to field h6 impact codes, added f23 unexpected medical intervention and f2203 imaging required, per medical request.

Event description:
It was reported that this electrode exhibited an increase in shock impedance measurements and an inappropriate shock. An electrode conductor fracture was confirmed. The electrode was explanted and a new device system implanted, which remains in service. No additional adverse patient effects were reported.